Event description:
The customer reported that during a hospital generator check the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. When the ventilator was powered back on it alarmed vent inop and would not proceed into operation. The manufacturer's service technician reported upon power on of the ventilator via ac power it displayed a message 'backup battery not connected', indicating the backup battery was not detected during power on self test due to a low capacity for use. Review of the ventilator log history indicated a 24/12 volt power failure occurence during operation with a vent inop occurrence during subsequent power on. The service technician confirmed the ventilator would not power up via backup battery power. The service technician replaced the backup battery to correct the findings. Performance verification testing was completed and all tests passed to operating specifications. The customer reported the unit was in storage for several months in a warehouse before being placed into service. This event is being reported as a user error due to failure to maintain the backup battery as specified.